Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is not included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker's longevity dropped down a year every three months and was using more than two hundred thirty percent of power. Initial analysis showed that the power consumption of this device has been increasing during the past year. The expected power consumption was about 34 microwatts; however this device was consuming 100 microwatts. The malfunction appeared consistent with other devices that have had continuous average power increases. The device was malfunctioning. The device should be replaced and returned for detailed analysis. Additional information indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker's longevity dropped down a year every three months and was using more than two hundred thirty percent of power. Initial analysis showed that the power consumption of this device has been increasing during the past year. The expected power consumption was about 34 microwatts; however this device was consuming 100 microwatts. The malfunction appeared consistent with other devices that have had continuous average power increases. The device was malfunctioning. The device should be replaced and returned for detailed analysis. Additional information indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
H10 field: additional MFR narrative was updated with the device evaluation information, this information was provided on 05/17/2021. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.